Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent phrenic nerve stimulation and lead had high thresholds. An x-ray revealed the lead appeared to have dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.